Event description:
According to the reporter: during use upon grasping the tissue the distal end part broke. Could not use. Reported no extra tension on the instrument at the moment of incident. Opened another to complete the cause. No patient harm confirmed. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity: no bleeding.

Manufacturer narrative:
(B)(4).